Event description:
Nurse at end user facility reported that product was used in a procedure where an airway ignition was witnessed. No evidence of device failure or cause of advent. Not much info could be received from user facility. Diagnosis or reason for use: bronchial yag laser ablation procedure.